Event description:
As reported by the user facility: the tubing backed up with blood leaking from the distal end. Hosp reported to rep that the pt was not responding properly, it was then noted blood leaking to floor. Amount of blood loss unk, no reported replacement of blood. Add'l info received from the facility indicated the pt suffered no add'l adverse sequela associated with this incident and blood replacement was not required. The sample will be sent for evaluation.

Manufacturer narrative:
The actual device has not yet been returned for the MFR to evaluate. On 06/20/2006 the facility reported the sample would be sent out that day. 07/05/06- to date the sample has not yet been received, however, the facility reported it is still available for evaluation and will be sent. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.